Event description:
Medtronic received information that a ped3 pipeline vantage shortened and the patient had a minor basal ganglia stroke and had to be retreated. The pipeline was deployed without issue. Distal to the aneurysm there was about 4mm of stent and proximal to the aneurysm there was about 5mm of stent. 90min post procedure the patient developed stroke like symptoms(weakness and face droop). A cta was done and the proximal end of the pipeline was noted to have shortened significantly and was thought to be now sitting within the aneurysm. The patient was brought back to angio and a new 4x20 vantage was placed through the first stent. The distal end had not migrated, however the proximal end of the device had migrated about 4mm distal and was sitting right at the proximal neck of the aneurysm. The 20mm second device was placed through the first device, about 3mm distal to the first device and the proximal end of the device was sitting about 1mm proximal to where the first device had originally been located before migrating ( 6mm from the proximal neck). The cause of migration was not known. The pipeline was implanted at the intended location. Full wall apposition was achieved. The pcomm side branches were covered by the pipeline. The patient was being treated for a unruptured, fusiform aneurysm in the pcomm internal carotid artery. The max diameter was 10mm and the neck diameter was 8mm. The distal landing zone was 2mm and the proximal landing zone was 3.6mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. The patient currently has a good angiographic result.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.